Event description:
This complaint is from a literature source. It was reported that two patients suffered from cardiac tamponade which require protamine sulfate infusion, heparin discontinuation, and percutaneous subxiphoid pericardial draining during ventricular tachycardia ablation procedures. The author mentioned that several factors may have contributed to the complications. First, as 3d anatomical reconstruction of the cardiac chambers upon transseptal access was performed by second year fellows, excessive contact force and perforation may have occured even without applying radiofrequency. Second, one patient with cardiac tamponde had undergone complex combined endo-epicardial ablation for ventricular tachycardia procedures. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, these events are unrelated to the device and most likely related to the procedure. Title: ¿utility of intracardiac echocardiography for catheter ablation of complex cardiac arrhythmias in a medium-volume training center¿.the purpose of this study was to assess the utility and vascular safety of intracardiac echocardiography (ice) during catheter ablation of complex cardiac arrhythmias in a medium-volume training center.other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately):- 9 patients pericardial effusion; - 2 patients cardiac tamponade during pulmonary vein isolation ablations; - 1 patient stroke;- 1 patient atrio-esophageal fistula;- 1 patient femoral arteriovenous fistula;- 1 patient retroperitoneal bleeding;- 5 patients right femoral vein bleeding;- 1 patient left femoral vein bleeding;suspected device is navistar thermocool catheter, however catalog and lot number are unknown.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto 3 mapping system. Other company¿s devices were used during this study: ice probe (viewflex plus ultrasound catheter, 9f, st. Jude medical), 24-pole catheter (7f, inquiry optima plus, st. Jude medical or 6f, orbiter, bard electrophysiology), catheter guidance control and imaging system (cgci, magnetics), open-irrigated-tip catheters (st. Jude medical or magnoflush; medfact engineering (B)(4)), (st. Jude medical) (B)(6). Biosense webster manufacturer's ref. No.'s (B)(4). Manufacturer's ref. No:(B)(4) the devices were not returned to bwi.